Event description:
The user reported that they were able to recall a pt from a second focus rtp workstation when that pt was being edited on the first workstation. There were no pts mis-treated as a result of this condition. Focus is designed with a file-locking feature to prevent this from happening but it was not working in release 2.6.0.